Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error. The customer received an open book image alarm. It was reported that the insulin pump performed safety checks and the error was found. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
No critical pump error (open book image) alarm¿noted during boot up. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. No unexpected critical pump error (open book image) alarm¿noted during the testing. Successfully downloaded history files and traces using thus.¿ successfully downloaded comlink3 file. There were no fatal¿critical¿alarms, or¿three consecutive¿critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was due to the rf test failure in the bootloader (code 0x00000045). Suspecting hw issue. Please see below for pump errors/alarms noted 2 days prior to the event date (B)(6) 2022 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 16:59:02.000; (B)(6) 2022 03:10:32.000 ;(B)(6) 2022 03:10:41.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm noted 2 days prior to the event date (B)(6)2022 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Pump error 4 alarm and pump error 63 alarm (variableinfo = 15) (file number: 2005 line number: 9926) were recorded and found in the formatted history file on: (B)(6)2022 03:00:43.000. Pump error 4 alarm and pump error 63 alarm (variableinfo = 15) (file number: 2005 line number: 9926) were confirmed, suspected on hw. Pump error 68 alarm was recorded and found in the formatted history file on: (B)(6) 2022 03:00:45.000. Pump error 49 alarm was recorded and found in the formatted history file on: (B)(6) 2022 03:00:45.000. (B)(6) 2022 03:01:02.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2022 03:10:22.000. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed due to memory corruption, suspected on hw. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Critical pump error (open book image) alarm, pump error 4 alarm, pump error 63 alarm (variableinfo = 15) (file number: 2005 line number: 9926), pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.